Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using the acrobat-I stabilizer z, the surgeon was about to tighten the knob, the knob was rotating continuously not able to fix. So, he completed the procedure with the new one. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z knob was continuously rotating during the procedure. A new device was opened to complete the procedure. There was no delay. There was no harm. The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: (B)(4). 3. Device was not received for evaluation, the specific root cause for this failure is impossible to define. 4. Review complaint historical data, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the knob tighten abnormal could be acme nut lead in thread broken for the reason that rotating to lose the knob anti-clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.